Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 75088ud00. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances, potential nonconformances or deviations associated with lot number 75088ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 75088ud00.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a 57-yr old female patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 28.24 pmol/l, another alinity = 15.34 pmol/l; repeated again on (B)(6) 2025: this alinity = 17.43 pmol/l, another alinity = 15.63 pmol/l. Normal range: 9.01-19.05 pmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a 57-yr old female patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = 28.24 pmol/l, another alinity = 15.34 pmol/l; repeated again on (B)(6) 2025: this alinity = 17.43 pmol/l, another alinity = 15.63 pmol/l. Normal range: 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.